Event description:
While sizing patient for implants, the 32 +4 trial broke while inserting into the patient. The trial was removed from the patient and all pieces were accounted for. The surgeon and sales rep agreed that all pieces were accounted for and the trial piece was complete; none remained with the patient. At no time was there any harm done to the patient. The sales rep made sure that a new trial was available for the set so that it is complete for future cases.